Manufacturer narrative:
Results: trend limits cable.

Event description:
It was reported by service report that the bed lift was stuck in high height. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.